Event description:
Patient reported "capsular contracture baker grade unknown, implant migrating towards clavicle, possible deflation and implant feels weird". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to reported partial onset(b3) date: "noticed 4-5 months ago". A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade unknown and deflation. The reported event or events are physiological complications (capsular contracture grade unknown), and device analysis typically does not help allergan determine the cause.